Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level read "high" indicating it was greater than 350 mg/dl while wearing the pod for about two days. The pod leaking insulin during wear was also reported. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied, and an insulin pen was used to administer insulin. The patient's blood glucose history is as follows:  (B)(6).